Manufacturer narrative:
Product is not being returned to the manufacturer. If product is returned, will evaluate and send follow-up report. Instructions for use provided with product state; "ensure an adequate level of insufflation."

Event description:
"Surgeon stated he went in optically. "Representative reported: we do not believe he insufflated prior to insertion. He noticed some blood. Though everything was ok until bp dropped. Opened and found nicked the artery. Repaired and patient is fine."